Event description:
Caller indicated the relion micro was giving inaccurate results which caused him to take 5 mg of gemfibrozil. He got readings of 253, 213, 109, 223 and 217 all within 10 minutes from the same puncture which caused him to take 5 mg of gemfibrozil. He doesn't trust that the meter is reading correctly. He doesn't have control solution to test the meter. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.